Manufacturer narrative:
Other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was not available. Functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying a "1260" error code alarm message on power up when batteries were inserted during the investigation. It was recommend that the microprocessor unit board be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump presented with error 1210 and error 1260. There were no reported adverse events. There was no patient present at the time of the event.